Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed oversensing noise on the atrial lead resulting in inappropriate mode switch. No changes or intervention were made; the device will continue to be monitored. The patient condition was stable.